Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial:(B)(6), batch: (B)(6).

Event description:
It was reported that the patients wound at the implant site would not heal. All device components were explanted and were discarded. There was no device malfunction suspected.